Event description:
On (B)(6) 2014, the distributer contacted animas stating the patient experienced high blood glucose values and stated that the pump was not delivering appropriately. There no bg values indicated. It was noted that the pump type was unknown at the time of the reported event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.